Event description:
Rptr indicated that a pt had vns generator replacement due to end of service. The pt was implanted with the vns generator for 6 yrs and 81 days. A battery estimate revealed approx -0.52 yrs remaining, indicating end of service was likely. The explanted generator was returned for analysis. End of service was confirmed based on the measured battery voltage. During testing, capacitor c4 was found to exhibit an out-of-limit (higher) supply current, wait consumption. The out-of-limit current could potentially be a contributing factor to the end of service. As the generator was rec'd in an end of service state, the extent to which the increased current consumption may have contributed to a depleted battery cannot be determined. The module met specification following the c4 capacitor replacement.